Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in the clinic. There was low intrinsic amplitude on rv and the patient had reported to be fallen. The patient will be further seeing the cardiologist. This rv lead remains in service.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in the clinic. There was low intrinsic amplitude on rv and the patient had reported to be fallen. The patient will be further seeing the cardiologist. This rv lead remains in service. Additional information received indicated that this lead was surgically abandoned, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the surgically abandoned procedure of this lead and impact on the patient. This report contains additional information in section b5 describe event or problem and section h6 patient codes.

Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This rv lead remains in service. No adverse patient effects were reported.